Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard an audible alert. It was found that the patient¿s right ventricular (rv) lead had triggered an alert for high superior vena cava (svc) coil impedance. A few days later the rv lead triggered an alert for undefined high and variable rv coil impedance. An rv lead fracture was suspected. The svc coil was turned off, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that rv lead exhibited out of range pacing impedance. The rv lead was capped and replaced.